Event description:
Pt on ventilator since delivery in 2004. Found to have a broken blender attachment with constant readings in the mid 80s. Thought pt was getting 21% o2 when pt was actually getting 87% 0s.